Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. It was indicated that the patient entered BG values outside the 40¿400 mg/dL (2.2¿22.2 mmol/L) range, which is misuse of the device. The patient was using an Omnipod 5 pump at the time of the event. On (b)(6) 2026, the patient reported experiencing stomach discomfort earlier in the day. The patient obtained a fingerstick blood glucose (FSBG) reading that was greater than 500 mg/dL, while the CGM reading was 400 mg/dL. Due to elevated glucose levels, the patient was transported to the Emergency Department (ED) by ambulance at approximately 08:44 AM. The documentation does not specify who contacted Emergency Medical Services (EMS). During the ED evaluation, the following glucose readings were reported: FSBG was 500 mg/dL. A subsequent FSBG reading was 234 mg/dL, with a corresponding CGM reading of 166 mg/dL. A later FSBG reading was 177 mg/dL, with a corresponding CGM reading of 207 mg/dL. The patient reported receiving intravenous (IV) fluids during the ED visit and confirmed that IV insulin was not administered. At the time of reporting, ED staff were continuing to monitor the patient's glucose levels. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. The reported glucose values fall within the B zone of the Parkes Error Grid when the patient experienced stomach discomfort. The reported glucose values fall within the A and B zone of the Parkes Error Grid during the ED evaluation. No additional event or patient information is available.

Manufacturer narrative:
(b)(4)Diabetes Mellitus is a known cause of hyperglycemia.